Event description:
Based on the medical record provided by the pt's attorney: (B)(6) 2005 - pt underwent repair of umbilical hernia with composix kugel. On (B)(6) 2005 - office visit: pt is having satisfactory postop course. On (B)(6) 2006 - office visit: possible incarcerated hernia. Pt noticed bulge in umbilical area and when coughing bulge became more noticeable. On (B)(6) 2006 - pt underwent repair of umbilical hernia using the previously placed composix kugel mesh. Lysis of adhesion were performed. On (B)(6) 2006 - office visit: pt is doing well, moderate pain level. On (B)(6) 2007 - pt underwent laparoscopic cholecystectomy, extensive lysis of adhesions, and revision of hernia. It was noted that a portion of the mesh had separated from the fascia. It was then reaffixed with sutures. On (B)(6) 2008 - office visit: possible recurrent umbilical hernia.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The pt has comorbidities including (B)(6), kidney disease and chronic pain syndrome. The pt developed a recurrence in which he was treated for with the same composix kugel mesh used initially. The pt then underwent surgery for chronic cholecystitis where multiple adhesions were noted to be surrounding the mesh. The medical records note it appeared a suture had broken or become untied. The pt was treated for a recurrence and adhesions, both of which are known adverse events listed in the IFU. A lot number was not provided therefore a manufacturing a review is not possible. Additionally, no sample was returned for evaluation. With the currently available info, no conclusion can be drawn.